Event description:
The customer was hospitalized for low bgs. It was perceived that the cause of low bgs is possibly to hormonal changes. Troubleshooting was performed. The programming and histories on the pump were accurate. The reservoir and the batteries were inserted properly in the pump. Indicated to the customer that the pump is operating as designed and does not need a replacement pump.